Manufacturer narrative:
Method - (other) - device was not returned for eval. Results - (other) - review of quality records, the device was not returned for eval, therefore, a direct product analysis could not be conducted. A review of the mfg and sterilization records verified that the lot met all pre-release specifications. Based upon the available info, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved in the reported abscess. The gore bio-a tissue reinforcement material is provided sterile for single use only. The instructions-for-use identifies the possible adverse reactions with the following statement, "possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation" which are consistent with the anticipated, potential complications associated with the surgical procedure itself. All available info has been placed on file for use in tracking, trending and f/u.

Event description:
It was reported that on (B)(6) 2011, pt underwent a procedure where the component separation technique was used in the repair of a recurrent hernia where gore bio-a tissue reinforcement was implanted. On (B)(6) 2011, the pt underwent a second procedure to address an abscess that had developed. Five liters of fluid/pus was drained from the abscess. Pieces of the gore bio-a tissues reinforcement device, not incorporated into tissue, were removed and a vacuum assisted closure device (wound vac) was placed on the pt. To date, the pt has been discharged but is still under the care of the physician during recovery.